Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the pump bulb stayed flat when trying to press the bulb. This occurred two weeks ahead of surgery and the patient got well after this surgery.

Manufacturer narrative:
An allegation of a "collapsed" pump was reported. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the deflation test (3). Product analysis therefore confirmed a pump malfunction.

Event description:
It was reported that due to a dimpled pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. It was further reported that the pump bulb stayed flat when trying to press the bulb. This occurred two weeks ahead of surgery and the patient got well after this surgery.